Manufacturer narrative:
The results of the investigation are inconclusive since the introducer was not returned for analysis. However, skived material was noted at the distal tip of the returned transseptal needle, consistent with material from the sheath. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is to advise of an event observed during analysis confirming skiving of the introducer.